Event description:
It was reported that the patients implantable pulse generator (ipg) was causing some of the pain near the iliac crest and was not providing adequate pain relief. The patient underwent a spinal cord stimulator (scs) explant procedure, and the explanted devices were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2352500 model: sc-2352-50 serial: (B)(6) batch: (B)(6).